Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported by the patient that the infusion set's leaked at the quick release, although the quick release was tightly connected. It was noticed when there was a smell of insulin and it happened with four infusion sets. The infusion set had been used for 2-3 days and there was no stress or pull on the infusion set tubing. Upon investigation of the returned used device (1 tubing), it showed that the tubing was detached from the tubing-tubing connector. No further information available.